Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Both the cannula and harvesting device were returned for evaluation. There were no visual defects observed on the cannula. The c-ring was observed to be intact. There were no visual defects observed on the heater wire on the harvesting device. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no peeling of the jaws were observed. The black sheath closest to the base of the jaws was observed to be peeled and detached from the harvesting device, exposing the inner metal portion of the shaft. The detached sheath was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000292201 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, a piece of black coating that fell off the end of the shaft of the cautery was retrieved from inside the tunnel of the patient¿s leg. The piece was retrieved using the jaws of the hp. Nothing was left inside. No resistance was noticed. They finished the case with a new kit. No added incisions or time. No harm to the patient.